Event description:
It was reported that the patient visited the emergency room (ER) due to hyperglycemia. The patient's blood glucose levels reached 27 mmol/l (486 mg/dl) while wearing the pod between 5 and 24 hours. The patient was treated with fluids, insulin and anti sickness medication metoclopramide utilizing intravenous therapy. When the pod was removed from the insertion site, it was noted the cannula was bent. The patient was released from the ER after seven hours.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.